Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion pressure test for being too high over and over, this was done on multiple sets. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device failed the downstream pressure test over and over for being too high, this was done on multiple set was not reproduced during downstream occlusion testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration digital pot. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.